Manufacturer narrative:
Unit passed the rewind basic occlusion test, prime/compromised force sensor system test and displacement test. However, unit received stuck in the motor error loop during bolus/basal delivery and motor position encoder error alarm confirmed in the history file. Unable to verify motion sensor test failure alarms due to motor error alarms. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit received with cracked case at display window corners, display window and battery tube threads. Unit received with minor scratched lcd window and with broken belt clip slot.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during manual prime. The insulin pump was exposed to a cat scan and a MRI. The insulin pump also alarmed motor position encoder error. In the alarm history a motor error, two motion sensor test failure, and two motor position encoder error alarms were found. The displacement test passed. Customer's blood glucose level was 159 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.